Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an "ER 5" and "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 9 hours after the alleged issue begun, the patient claimed he felt a symptom of thirsty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. The cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claim he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.